Manufacturer narrative:
Device evaluated by MFR: a 3.50 x 28mm synergy stent delivery system (sds) was returned for analysis without the stent. The device was returned without the stent as it was deployed without issues at the lesion site. The balloon cones were reviewed, and signs of positive pressure were noted as its wings were opened and blood like substance was noted inside the balloon body. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along several location of the hypotube shaft. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found a break at the guidewire exchange port 28 cm proximal to distal tip. Media review: the review of the media provided could not identify the alleged shaft break, balloon difficult to remove/withdraw from stent or balloon detachment of device or device component. However the presence of the distal end of the guideliner (consistent with event description) as well as the constricted region noted in the coronary artery during and post sds removal could indicate a possible interaction between the deflated balloon and challenging lesion anatomy (90% stenosed and severely calcified) causing the balloon to become stuck and the shaft of the device to break. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention (pci) was performed on a severely calcified distal left anterior descending artery (lad) and proximal lad. Predilatation was performed in both lesions. Following predilatation, a 3.0 x 28mm synergy stent was deployed in the distal lesion, and a 3.5 x 28 synergy stent was deployed in the proximal lesion. While removing the 3.5 x 28 synergy delivery system, the catheter broke at the first 15 cm of the device. It was noted that as the stent balloon catheter broke, it was not possible to retrieve with a snare or a balloon and a wire. It was additionally noted that it took a long time to retrieve the device from the patient. The patient became unstable and required intubation. Cardiac surgery was performed, and after a long time of attempting to remove the device with snares, and other techniques, the device was removed completely with a guideliner and a wire. An nc emerge was advanced to lesion for post dilatation, and the procedure was successfully completed. The patient required hospitalization beyond standard of care. The patient was reported to have been extubated, and fully recovered. No further patient complications resulted in relation to this event. It was further reported that the 90% stenosed, with a less than 30 degree bend, was located in the severely calcified and mildly tortuous distal lad and proximal lad. No other devices were present in the vessel. Resistance was encountered during balloon inflation. More than 10 seconds were waited for balloon deflation before pulling back the device. It was noted that the balloon moved about 7 to 8mm and then became stuck. Complete deflation was visualized under fluoroscopy before removing the device. No resistance occurred during removal of the device. Post dilatation between two stents was performed, but was not at full expansion at the heavily calcified stenosis. The device was removed as far as possible by a couple of mm before the balloon became stuck, and finally detached. There was no engagement with the balloon and guide catheter tip during withdrawal. No further patient complications resulted in relation to this event.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention (pci) was performed on a severely calcified distal left anterior descending artery (lad) and proximal lad. Predilatation was performed in both lesions. Following predilatation, a 3.0 x 28mm synergy stent was deployed in the distal lesion, and a 3.5 x 28 synergy stent was deployed in the proximal lesion. While removing the 3.5 x 28 synergy delivery system, the catheter broke at the first 15 cm of the device. It was noted that as the stent balloon catheter broke, it was not possible to retrieve with a snare or a balloon and a wire. It was additionally noted that it took a long time to retrieve the device from the patient. The patient became unstable and required intubation. Cardiac surgery was performed, and after a long time of attempting to remove the device with snares, and other techniques, the device was removed completely with a guideliner and a wire. An nc emerge was advanced to lesion for post dilatation, and the procedure was successfully completed. The patient required hospitalization beyond standard of care. The patient was reported to have been been extubated, and fully recovered. No further patient complications resulted in relation to this event. It was further reported that the 90% stenosed, with a less than 30 degree bend, was located in the severely calcified and mildly tortuous distal lad and proximal lad. No other devices were present in the vessel. Resistance was encountered during balloon inflation. More than 10 seconds were waited for balloon deflation before pulling back the device. It was noted that the balloon moved about 7 to 8mm and then became stuck. Complete deflation was visualized under fluoroscopy before removing the device. No resistance occurred during removal of the device. Post dilatation between two stents was performed, but was not at full expansion at the heavily calcified stenosis. The device was removed as far as possible by a couple of mm before the balloon became stuck, and finally detached. There was no engagement with the balloon and guide catheter tip during withdrawal. No further patient complications resulted in relation to this event.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention (pci) was performed on a severely calcified distal left anterior descending artery (lad) and proximal lad. Predilatation was performed in both lesions. Following predilatation, a 3.0 x 28mm synergy stent was deployed in the distal lesion, and a 3.5 x 28 synergy stent was deployed in the proximal lesion. While removing the 3.5 x 28 synergy delivery system, the catheter broke at the first 15 cm of the device. It was noted that as the stent balloon catheter broke, it was not possible to retrieve with a snare or a balloon and a wire. It was additionally noted that it took a long time to retrieve the device from the patient. The patient became unstable and required intubation. Cardiac surgery was performed, and after a long time of attempting to remove the device with snares, and other techniques, the device was removed completely with a guideliner and a wire. An nc emerge was advanced to lesion for post dilatation, and the procedure was successfully completed. The patient required hospitalization beyond standard of care. The patient was reported to have been extubated, and fully recovered. No further patient complications resulted in relation to this event.